Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> DHR review: no non-conformances on this batch. Final micro and sterility tests passed. Complaints review: a complaint database search on the provided lot number found 2 additional reports, however no other incidents related to implant loosening. Total for lot no: 3 (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent total left knee arthroplasty due to degenerative arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2019, the patient underwent a left knee revision due to loosening of the tibial component, popliteal cystic lesion, and pain. The surgeon reported the removal of significant synovial flued and debris from the cystic lesion which was thought to come from the joint itself. The surgeon noted the tibial component was de-bonded from the cement mantle at and there was no cement remaining on the tibial tray. He reported the patella tracked well and was not revised. The surgeon did not comment on the femoral component and it was not revised. The surgeon reported no intraoperative complications. The patient was implanted with attune knee system and depuy cement x 2. Doi: (B)(6) 2015. Dor: (B)(6) 2019. (Lt knee).